Event description:
It was reported that during a tka procedure, when it was time for the surgeon to use his point probe to make the holes for his 4 in 1 cutting block, it was noticed that the angle required was completely off/wrong. The surgeon proceeded to start the holes with the probe at an angle he deemed appropriate and proceeded with the case. The femur and tibia were re-cut due to tightness. There was no delay in the procedure. This was the third incidence of three this day. No other complications were reported.

Manufacturer narrative:
H3, h6: the device (pn: nsfs02000) was used in treatment and log files were not returned for investigation. DHR review found that the software version (navio 7.0) has been validated. A complaint history review found similar reports, this issue will continue to be monitored. This failure mode is identified in the navio risk profile. It was also reported that the surgeon was using the point probe to make homes for the 4 in 1 cutting block. This is not an approved use of the point probe, please review the surgical technique guide for the appropriate method. The navio surgical technique guide (500197) provides instruction for preparing the bone for the cut guide. Holes for the cut guide are only to be prepared by burring them with the drill or by using the distal punch. We were not able to confirm if there was a relationship established between the reported event and the device. Log files were not returned for review. Also, since the field report noted an unapproved use of the point probe, the reported issue can not be further reviewed for a device issue. From the information provided, no potential factors that could have contributed to this issue can be identified. No corrective actions or corrections required at this time. The medical investigation found that: per complaint, when attempting to make holes for the 4-in-1 cutting block, the point probe angle was ¿completely of/wrong¿. Reportedly, the ¿surgeon proceeded to start the holes with the probe at an angle he deemed appropriate and proceeded with the case¿ which required additional ¿femoral and tibial cuts due to tightness¿. It was communicated that the trackers did not move. The patient status remains unknown, although per the field report and correspondence, no surgical delay or patient injury resulted due to the reported event. Of note, it was reported that this was incidence number three of three this day with the probe angle being off. The provided intra-op photo did not provide insight into the reported event. The photo supports the complaint but does not contribute to the root cause of the reported finding. In conclusion: based on the limited information provided, the root cause of the altered angle could not be definitively concluded. Reportedly, no surgical delay or patient injury resulted from the event and the surgeon was ¿mostly satisfied¿, even though additional cuts were necessary. No further patient impact is anticipated; therefore, no further medical assessment is warranted at this time.